Event description:
It was reported that during an unknown procedure, the clips were coming out prematurely. The same device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Lockout spring. The analysis results found that the instrument was returned empty and with the lockout mechanism fired through. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembly of the instrument the lockout spring was found to be out of position. Please note that this condition is unrelated with the event reported. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.